Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have charring and localized melting at the grip base. This failure is most caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test. This failure is typically associated with mishandling/misuse.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had damage at the base of the tip. There was no report of patient involvement.